Event description:
It was reported that the patient presented to the emergency room after receiving two shocks for noise. A high number of short intervals were recorded, which could indicate oversensing. A chest x-ray indicated that the lead pin was completely in the header. The clinician had the patient walk using a walker and while this was happening noise was seen along with one high impedance measurement. Eventually, the patient was downgraded to a pacemaker, utilizing the tachy lead as the rv (right ventricular) pacing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).